Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 400 mg/dl.